Event description:
It was reported that the device failed the blockage test, the alarm was not triggered under expected conditions. There was no patient involvement.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A relationship between the reported event and the device has been established. The visual inspection found: no issues the functional evaluation found: device failed blockage alarm test with no alarm within 3 minutes. Further investigation revealed a leaking pump. Review of the manufacturing records found: this unit passed all acceptance criteria and was compliant upon release for distribution complaint history for the reported failure has been reviewed revealing further instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: mechanical component failure failure to alarm - it is possible in certain situations that the device may not alarm due to the pressure sensor readings inside the pump still being within tolerance. This situation could occur when there is misalignment or a physical blockage at the softport to dressing interface. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.